Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery when measuring the distal screws the end of the depth gauge snapped off. Another set was opened, there was a surgical delay of approximately 5 minutes reported. There is no information available about patient outcome. The broken off part was removed from the patient. Concomitant: unknown distal screws (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for com-(B)(4).